Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The no delivery alarm functioned properly and audio alarm could be heard during the basic occlusion and occlusion tests. No cosmetic damage noted during physical inspection.

Event description:
The customer's brother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 936 mg/dl at the time of incident. The customer's brother stated that they were given insulin to treat the blood glucose. The customer's brother stated that they were wearing the insulin pump during hospitalization. The customer's brother stated that the drive support cap appeared normal. The customer's brother performed troubleshooting and did not find air bubbles and leaks. The customer's brother performed high pressure test and the insulin pump alarmed but the insulin pump had no sounds. The insulin pump was returned for analysis.